Event description:
The alarm on pump cadd ms3 went off. It said system failure call for service. No other info known. "Did the reported product fault occur while in use with a pt: yes, did the product issue cause or contribute to pt or clinical injury: no." Dose or amount: 63nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2011 to present. Diagnosis or reason for use: i27.0.